Manufacturer narrative:
Citation: chiam ptl et al. Sex differences in patients undergoing transcatheter aortic valve replacement in asia. Open heart. 2021; 8:e001541. Doi: 10.1136/openhrt-2020-001541 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective analysis into the sex-dependent differences in asian patients undergoing transcatheter aortic valve replacement (tavr). All data were collected from multiple centers over an unspecified timeframe. The study population included 873 patients (predominantly female, mean age 80.0 years, mean weight 56.7 kg), 460 of whom were implanted with a medtronic corevalve transcatheter valve (unique device identifier numbers not provided). Among all patients, 33 patients (3.8%) died within 30 days of implant, and the 1-year survival rate was reported as 85.6% in female patients and 88.2% in male patients. Multiple manufacturer¿s devices were implanted in the study population. No association was made between the deaths and a specific manufacturer¿s product. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke, major vascular injury, second valve implantation, permanent pacemaker implantation, left bundle branch block (lbbb), residual heart failure (new york heart association (nyha) functional classifications iii and IV), moderate-severe paravalvular leak. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.